Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "I received this implant on (B)(6) 2021, now I am needing to go back in for surgery to replace it. I actually have been needing the surgery for 2 years now but I have been dreading going back into surgery again. I just wanted to inform your office of this implant failure."